Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Tcustomer¿s blood glucose (bg) level was as low as 304 mg/dl and also displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer reverted to an alternate method insulin therapy.